Event description:
Event: placement of stent in graft. Event details: the pt's right iliac was aneurysmal. The right internal iliac was coiled pre-procedure. Wire wrap during the procedure was resolved. Stents were placed in the limbs bilaterally. The graft was successfully implanted.